Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat stress urinary incontinence, a rectocele, a cystocele, bilateral lower quadrant pain with known endometriosis, and vaginal bleeding. It was reported that the patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with right salpingo oophorectomy after left salpingo oophorectomy during mesh implantation. It was reported that following insertion the patient experienced bladder infections, kidney infections, yeast infections, vaginal pain, stress urinary incontinence, painful sexual intercourse, painful feeling of pinching, scraping in lower pelvic area, physical injuries, depression, anxiety, and emotional distress. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03062. The same patient is represented in each medwatch.